Event description:
Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 04/11/2016. Heart beat sensitivity setting two (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts of 13.6 seconds with a no load condition and 7.4 seconds with a 2k load condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests; supply current off was 7.361 which is higher than the allowed 5.0ua. The supply current off sense was 10.161 which is higher than the allowed 8.0ua, the magnet detection normal is 1.0 and should be 0. The magnet response showed 1.0 and should be 0. Trim diagoncurrent measured 1.0 and should be 0. The pulse generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of, undersensing no r-wave detected, may have been verified. Remaining residual material on the pcba edge after the test tab removal manufacturing process may have been the contributing factor for the reported allegation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery the surgeon was unable to get a heart rate detection with the new model 106 generator. The surgeon indicated that a pre-operative screening was not performed. Device diagnostics were within normal limits. The tablet was not plugged into the electrical outlet and the 9v battery in the wand was confirmed good. The surgeon did not have any issues interrogation or programming the generator. The generator was in the chest pocket and the surgeon was not touching the device while trying to get a heart rate detection. The surgeon attempted all sensitivity settings which displayed **** followed by ????. A new model 106 generator was obtained which was able to detect the patient's heart rate at sensitivity level 2. The unused generator has not been received for analysis to date. No additional relevant information has been received to date.